Manufacturer narrative:
The lens remains implanted therefore is not available to be returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during follow up exam with slit lamp a white membrane around the iol was detected. The doctor suspects the event as tass (toxic anterior segment syndrome). Treatment includes antibiotics and anterior chamber irrigation. This report is in reference to the pt's right eye.